Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the surgeons were performing a sleeve gastrectomy utilizing gst60b reload with stapler and staple line reinforcement. After completing the stomach transection, on inspection, they noticed one malformed staple. Due to a concern of leaking, they oversewed. Staple line appeared hemostatic. Surgery was delayed by ten minutes, however surgery was successfully completed and there was no patient consequence reported. No further information is available.